Event description:
Telescoping dilators became retained foreign bodies in the stomach. The largest dilator kinked thereby increasing resistance on the intermediate sized dilators which were not pulled out by the smallest dilator. Dilators were removed by egd after presentation to the hospital after eventual removal of the gastrostomy tube. FDA safety report ID# (B)(4).